Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that heating us of the device could not be confirmed. Therefore, an assignable root cause was not determined. However, it was determined that the cutter could not be inserted into the device and the bearings were worn out. It was determined that the issue with the failed cutter insertion was caused by bearings that were worn out, loose, and no longer in axial alignment-creating a situation where the cutter was not able to be inserted. It was determined that the worn bearings were due to normal wear from use and servicing over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate

Manufacturer narrative:
(B)(4). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that during pre-surgery, it was observed that the attachment device was heating up. It was reported that there were no delays and an identical spare device was available for use. There was no patient involvement. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.